Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No excessive no delivery alarm was noted. During the occlusion test, the 2.0 unit fill cannula delivered and the water exited the infusion set. The bolus wizard functioned properly. The bolus wizard delivered the estimate bolus completely. The pump was programmed with several boluses and monitored. The pump calculated the additional bolus deliveries and was verified in the daily total screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly and their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly were noted. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose and no delivery alarm from the insulin pump. The patient's blood glucose of the time was up to 400 mg/dl. The customer treated with a shot. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer was advised to contact health care provider regarding the pump.